Manufacturer narrative:
The explanted pump was returned and evaluated under an unrelated event (reference medwatch MFR # 2916596-2017-00019); however, a correlation between the reported infection and the evaluation of the returned device could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records including the sterilization and packaging documentation revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's death while on extracorporeal support is referenced in MFR report #2916596-2017-00065. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that on (B)(6) 2016 the lvad was explanted secondary to device infection. The approximate date of onset of infection was not provided. It was reported that there was severe purulent infection along the outflow graft, and the large amount of prosthetic material used to cover the graft, as well as the outflow elbow of the titanium pump. The purulent material was sent for gram stain and culture and revealed heavy content of white blood cells. It was reported as clinical impression that the lvad was grossly infected. The patient was treated with daptomycin, rifampin, fluconazole, and zinacef. Post-explant, the patient was treated with daptomycin, zosyn, and rifampin. After the lvad was explanted, an extracorporeal mechanical circulatory support device was implanted for support while the infection was being treated. Incidentally, it was reported that the patient expired on (B)(6) 2016 while on extracorporeal support.